Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruising and a skin irritation under the lifevest garment. There was no alleged device malfunction contributing to the irritation. While the patient was in the hospital, the staff removed the lifevest due to the skin irritation. Outcome of the skin irritation is unknown.